Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product evaluation, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.

Event description:
In 2007, it was reported to boston scientific corporation that an electrocautery procedure was performed using an injection gold probe device (female patient). During the procedure, "the needle got stuck inside the patient after coagulation, then the distal tip broke off." The physician was able to remove the sclerotherapy needle with a biopsy forcep, then the procedure had been successfully completed with the same injection gold probe device. The patient remained hospitalized, in "stable" condition.